Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported this right ventricular (rv) lead exhibited a gradual rise in shock impedance over the last year reaching a high measurement of 120 ohms. Technical services (ts) indicated pace impedance and sensing are stable. Ts provided guidance to consider continued monitoring until impedance reaches approximately 140 ohms and then at that point, talk to the heath care professional about performing a commanded full energy shock to determine true impedance and then determine appropriate next steps from there. This lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received detailing that, during a retrospective review of device data it was identified that this right ventricular lead reached high out of range shock impedance measurements. No other information was provided. No adverse patient effects were reported.